Event description:
It was reported that 3 days ago the patient¿s implant wasn¿t working. The patient had to go to the bathroom constantly and reverted back to their pre-implant state. When the patient had the urge to go, if they didn¿t go then their bladder would spasm and hurt. The symptoms had a sudden onset and there was no known accident or incident related to the event. The patient checked their implant yesterday and it showed that the therapy was turned off and the patient didn¿t turn it off. The patient saw their health care provider (hcp) yesterday and was changed to a different program. It felt different that the patient seemed to have a pressure sensation. The hcp checked the implant and the battery status was 12 to 20 months left. The change in program was helping with their urinary issue.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-33, lot# v649839, implanted: (B)(6) 2011, product type: lead. (B)(4).